Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 431 mg/dl after an infusion set was deployed incorrectly due to a needle guard not being removed and the cannula appearing bent, which likely prevented insulin delivery; after identifying the issue, the user replaced the infusion set and used subcutaneous insulin by pen as backup therapy. Symptoms included a minor headache. Outcomes included transient high blood glucose outside target for about one hour without medical intervention or hospitalization. Investigation included troubleshooting and education with confirmation of no alerts or alarms. Investigation of this case revealed user setup error related to the infusion set and connector. It was concluded that the event was attributable to incorrect infusion set deployment rather than a device malfunction.